Event description:
The health care provider (hcp) reported that the patient believed she had an allergic reaction to the pump, and the pump was subsequently explanted. The pump/catheter allergy was not confirmed. The patient was seen by an allergist on 2015 (B)(6). The patient had not been tested for allergies yet. The drug, dose, lot number and concentration being delivered by the pump was unknown. The indication for use was non-malignant pain. The patient¿s outcome was unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
Product ID 8784, serial# (B)(4), implanted: 2015 (B)(6); product type catheter product ID 8782, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).